Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device prompted "error 5" and "error 8" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.